Event description:
It was reported that the patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to reoccurring incontinence. Fluid loss was discovered during this explant surgery. Another aus was implanted. The patient outcome is unknown.